Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the time/clock not synced correctly was confirmed with log file analysis. The log file captured data entries from june 15, 2016 to july 14, 2016. Additional information communicated on 11nov2022 indicated the controller clock was not set properly and the year is 2022. The device has a software revision of 7.19/2.42 indicating a second system controller was in use. Intermittent motor stopped alarm events were captured on july 7, 12, 13, and 14, which is consistent with the evaluation of the returned lvad. System controller (serial # unknown) was in use prior to the reported system controller exchange on (B)(6) 2022. Serial number was unavailable, and the device history record could not be reviewed. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes red heart hazard alarms and system controller fault alarms to instruct the user to ¿call your hospital contact immediately for diagnosis and instructions¿. Patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: 1. Contact thoratec to determine best next steps. 2. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. Low flow hazard alarm instruct the user to ¿call your hospital contact immediately for diagnosis and instructions.¿. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU rev. C (section 1, 4, 5) contains information about fixed speed, low speed limit, and pump speed including power. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Approved labeling outlines power elevations and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Abrupt changes in power should be evaluated for cause. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was exchanged at time of admission at hospital due testing of connection. The clock was noted to not have been properly set.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter name: (B)(6). Reporter address line 1: (B)(6). Reporter phone number: (B)(6).